Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump was cracked in the lower left corner of the display screen and to the back of the pump casing; however, she also mentioned exposure to moisture and a blank display. The patient's blood glucose at the time of incident is unknown. The physical damage was discussed, but troubleshooting for pump exposure to fluid and the blank display were declined. The mother was unaware of how the physical damage occurred on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. No damage was found on the lcd isolation tape noted. However, traces of moisture were found at the lcd board per our visual inspection. The insulin pump powered up properly after battery installation and the operating currents are within specifications. The insulin pump was received with cracked case at the display window corners and minor scratched lcd window.